Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The reported issue was not observed in the data files. In conclusion, the clinical issue of phrenic nerve injury (pni) occurred during the procedure and the issue could not be assessed through clinical data review. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 18068 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation a kinked guide wire lumen was observed inside balloon segment and push button did not move back. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck on push button hypotube with excessive glue used to block the push button hypotube windows. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the reported phrenic nerve injury (pni) occurred during the procedure and could not be substantiated by product analysis. Additionally, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The balloon catheter failed the return product inspection due to a kink/twist was observed on the guide wire lumen and bellow stuck/glued on hypotube-pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the distal portion of the shaft was bent in a straight position. Additionally, phrenic nerve injury (pni) occurred and the right superior pulmonary vein (rspv) could not be frozen. The case was aborted. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.